Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a fast-draining battery issue with the freestyle libre reader. The customer was unable to self-treat and required unspecified treatment from both non-hcp and hcp for hyperglycemia. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated with retained test strips. Reader did not power on with button press or test strip insertion. Reader does turn on with usb cable. The reader was de-cased and visual inspection on pcba(printed circuit board assembly) was performed. Observed liquid contamination. Issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a fast-draining battery issue with the freestyle libre reader. The customer was unable to self-treat and required unspecified treatment from both non-hcp and hcp for hyperglycemia. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader and kit pack for verification of correct cable and adapter was reviewed and the DHR showed the fs libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a fast-draining battery issue with the freestyle libre reader. The customer was unable to self-treat and required unspecified treatment from both non-hcp and hcp for hyperglycemia. No additional details were provided. There was no report of death or permanent injury associated with this event.